Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device powered on but would turn off when the trigger was depressed. Device went on and off. The device was intermittently shutting off. The event occurred before surgery ¿ during set up. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: date of report, device identification, concomitant medical products, premarket identification, type of report, type of reportable event, follow up type, device evaluated by MFR, device manufacture date, adverse event problem, concomitant medical products. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome was unable to be performed as the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical as the device was not returned for repair. The repair quote was denied and a new device was purchased due to cost. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.